Event description:
In 2002, a patient was switched from a plastic yankeur to a metal yankeur because the patient's confused mental state created a risk that patient would chew off the tip of the plastic yankeur. The patient aspirated the screw off tip of the metal yankeur and an emergency bronchoscopy was performed to remove the tip from the patient's lung. Patient suffered no adverse consequences. Further conversation with the customer revealed that they were not certain of the agitated patient caused the tip to unscrew, if the device failed in some way.